Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse reported the issue was not resolved with a calibration; therefore, the touchscreen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the allegation of misalignment of the touch position on touchscreen could not be confirmed. The touchscreen flex circuit successfully passed all resistance tests.

Event description:
Philips received a complaint from the customer reporting the touch position of the v60 ventilator touchscreen was misaligned. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. The investigation is ongoing.